Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited sensing of chronic high atrial rates which may impact battery longevity over time. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that the battery of this device had abruptly decreased within a three month duration. At the previous follow up approximately three months prior the remaining battery life was at 8.5 years. However, at the current check the battery exhibited only 6.5 years. Data analysis was submitted for a longevity analysis at which time it was confirmed that the unit was depleting normally and the increase in consumption was due to a high atrial sensing and the physician could consider programming this feature to off. To date, no system changes have been reported and no resulting adverse patient effects were observed.